Event description:
It was reported that an es2 integrated blade screw fractured post-operatively. No adverse consequences were reported. The fractured screw was observed in a revision surgery (addressed in 0009617544-2025-00048) approximately 8.5 years post-operatively. The screw tulip was explanted, however the screw shank remains implanted in the patient.

Manufacturer narrative:
Additional data: b5 h6 coding has been updated to reflect investigation conclusion.

Event description:
It was reported that an es2 integrated blade screw fractured post-operatively. No adverse consequences were reported. The fractured screw was observed in a planned revision surgery for rod reinforcement approximately 8.5 years post-operatively. The screw tulip was explanted, however the screw shank remains implanted in the patient.